Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to atrophy as a result of the cuff being too large. The 4.5cm aus cuff was explanted and replaced with a new 3.5cm cuff.